Event description:
The customer reported the system locked up then would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced workstation power supplies and cabling. The system operates and intended.